Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis. The crimped stent was detached from balloon. The balloon cone profiles & balloon main body were reviewed and it was noted that the balloon wings were slightly relaxed and opened up from their folded position. Crimp markings were evident across the length of the balloon wall. Additional information was requested on how stent detachment occurred, however the physician did not provide that information. It was reported that the stent was disposed of by the hospital and therefore could not be returned. A visual and tactile examination found one hypotube kink at 482mm from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-may-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery (lad). A 3.50 x 28mm promus element (tm) drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable. However, returned device analysis revealed distal stent detached/separated.